Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient feels like "something has been wrong" with their deep brain stimulation (dbs) for the last two or three weeks, but cannot describe it. They had no falls or medicine changes. No troubleshooting was performed. They were advised to seek medical help immediately if needed. The manufacturer representative (rep) will check the patient's dbs system on feb-11. Additional information was received from a manufacturer representative (rep) reporting impedance check was performed. The session report showed all electrode impedances were within normal range. The cause of the event was not determined and it is unknown if there was a device and/or therapy issue. When the rep saw the patient today, the patient stated they do not know if it is their deep brain stimulation (dbs) or not that is causing them to shake more. They have been doing great for so many years and it is probably just all the stress they are under. The patient was educated on how to use their patient programmer (pp) to make adjustments within the parameters given to them by their neurologist.